Event description:
There was no pt involved in this event. The device malfunctioned because it does not issue speech prompts when switched on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The returned pad device had a severely discolored device membrane which would indicate that the device was not being properly stored. The device was installed on (B)(6) 2008 and operated as expected until a failed self test on (B)(6) 2008 due to a low battery. The recorded temp at this time was below freezing. The device then remained in fault mode until (B)(6) 2009 when two manual tests were recorded. A new pad-pak was installed on (B)(6) 2009 but failed the next day. The temp was again below freezing. The pad-pak was removed and re-inserted several more times over the next yr with long gaps where no pad-pak was present in the device. After the (B)(6) 2011 the device appears to be switching itself on automatically. Though no fault was found with the returned pad or pad-pak the problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.